Manufacturer narrative:
Twelve devices were returned for evaluation. The evaluation results are as follows: all 12 devices were evaluated and the complaint regarding device fall off could not be confirmed.

Event description:
Patient reported having trouble with the v-go adhering to her skin and some of them fell off.